Event description:
Left side capsular contracture grade iii.

Manufacturer narrative:
This event of capsular contracture was previously reported on easr. Device labeling addresses the possible event of capsular contracture as follows: "capsular contracture may be more common following infection, hematoma, and seroma. It is also more common with subglandular placement. Symptoms range from firmness and mild discomfort, to pain, distortion, palpability of the implant, and/or displacement of the implant. Add'l surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. Capsular contracture may happen again after these add'l surgeries."